Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Attempts have been made to obtain additional information. At this time, additional information has not been provided. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with 29mm edwards surgical valve (unknown model), implanted in the aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. The successful tavr was performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5, b7, d1, d4 and g4/g5. Updated h6 ¿ method code.

Event description:
It was reported that a patient with 29mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years, 11 months due to severe symptomatic stenosis, regurgitation and left ventricular dysfunction. The successful tavr was performed with a 29mm 9600tfx transcatheter valve. The patient was discharged home in a stable condition on pod #1.

Manufacturer narrative:
H10: corrected data: corrected h6 - conclusion codes by replacing code-4315 with code-50.